Event description:
Door on sterilizer blew open, and the sterilizer was blown off countertop into a wall approximately 4 feet away from the counter. No injuries. No witnesses. No one was in the area when this occurred.